Event description:
On (B)(6), additional information was received from the rep. The cause of the lack of csf backflow was undetermined. The hcp will consult with the patient to determine how to resolve the event.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-june-02, information was received from a manufacturer representative (rep) regarding a patient receiving lioresal (500 mcg/ml, 64.05 mcg/day) via an implantable pump for intractable spasticity. During a pump replacement on (B)(6) 2020, the healthcare professional (hcp) was unable to aspirate the existing catheter and there was no cerebrospinal fluid (csf) backflow after disconnecting the catheter from the old pump. A back table prime was done on 0.3 ml with the new pump. During that time, the existing catheter was revised with an 8784 and connected with still no confirmation of csf backflow. The caller inquired about calculations to determine drug delivery out of the existing catheter and no drug delivery time frame from the newly revised section so troubleshooting was performed and information was calculated per reps request. The rep would update the newly revised catheter info via the a810 and confer with the hcp. No symptoms or patient complications reported.